Manufacturer narrative:
Technique used to trace was too heavy handed which resulted in inaccuracies. Instructions for use provided in the medtronic synergy cranial pocket guide 9733783, revision 4 01/2009 state, "move the tip of the registration pointer lightly around the firm and bony areas and gently maintain contact with skin at all times while tracing." Software functioning as designed. No harm to the pt.

Event description:
A medtronic rep reported that after a successful registration the surgeon alleged that he was inaccurate anterior/posterior but accurate left/right. The medtronic rep reported that when the surgeon was performing the tracing pattern, he was depressing the pt's skin too much with the tracing probe. The medtronic rep cautioned the surgeon of this as he was doing his tracing, but the continued without making any adjustment. The surgeon then pointed out the inaccuracy after verifying points on anatomy, but continued on with the case as normal. The procedure was completed with the use of the stealthstation. There was no impact on the pt outcome.